Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 43.6 cm returned for analysis. External insulation abrasion was noted from 33.1 cm to 33.6 cm from the distal tip, consistent with friction to another implantable device of feature of the heart.

Event description:
This report is to advise of an event observed during analysis.